Manufacturer narrative:
Na

Event description:
It was reported that the ventilator would not ventilate and the displays were flashing. When the ventilator is turned on once, it could not be turned off unless the external power and battery is removed.